Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization. Customer had seizures. The paramedics were called and transported customer to hospital. The blood glucose reading at the time was 100 mg/dl. Caller stated that the seizures were triggered by a lack of sleep. Nothing further reported.